Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
During a revision knee when it was time to open the implants the surgeon and rep in the room noticed a powder like substance on the femoral implant. They then opened two stems and both stems had the same residue. A second femoral implant was rushed to the hospital and once again was found to have the same residue on the implant. The surgeon was obviously very upset by this and had to soak the implants in betadine before finally implanting them as there were no other alternatives. These implants all came from "national loaners."